Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The examination of the device showed no defects. The device was given functional testing: during testing the device cuff could be inflated. The device with inflated cuff was submerged under water to check for leakage; none was found. The reported issue was not confirmed. This device type is 100% visually inspected during production. The device is also sampled at regular intervals for further inspection.

Event description:
Information was received that during the use of the product, air was leaking from it. No patient injury.